Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Event description:
It was reported that the reporter had heard there were some issues with the neurostimulation devices. Additional information received reported that they had heard there were issues with the neurostimulation devices from their attorney and their health care provider (hcp). It was noted that they had also read about issues with the device online.